Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 420 mg/dl. She treated with an insulin pump bolus. Troubleshooting revealed that the high blood glucose was caused by the insulin pump suspending due to a sensor glucose of 40 mg/dl. The customer turned the insulin pump back on and resumed insulin pump therapy. No products were returned or replaced.